Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty sterile container had a cracked in the connection port. This was observed before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to a2-a6: na (previously submitted as ni). Correction made to b6: na (previously submitted as ni). Correction made to b7: na (previously submitted as ni). Correction made to d10: na (previously submitted as ni). Correction made to d2a: common device name: system, peritoneal, automatic delivery (previously submitted as set, administration, for peritoneal dialysis, disposable). Correction made to d2b: classification code: fkx (previously submitted as kdj). Correction made to f10/h6: health effect - impact codes: replace f26 with f27. H10: the device was received for evaluation with a white spike or patient connector connected to the molded port. A visual inspection with the naked eye noted a split/cut down the port of the drain bag. Functional testing including clear passage testing was performed with no issues noted. Leak testing failed due to the leak from the split in the bag port. The reported condition was verified. The direct cause was manufacturing related issue during the port tube process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.